Event description:
Related to MFR report#: 2183959-2012-01136. On (B)(6) 2010, the plaintiff was implanted with an ams monarc sling with the intention of treating her sui (stress urinary incontinence) and pop (pelvic organ prolapse). It was alleged that as a result of the implant, the plaintiff has, "suffered serious bodily injuries, including but not limited to extreme pain, mesh erosion, nerve damage, urinary issues, infection and other injuries." On (B)(6) 2010, the plaintiff underwent "corrective surgery to remove" the monarc mesh, and was implanted with another sling device. It was alleged that the plaintiff has experienced, "significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.